Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system, there were an unspecified number of false positive results. The customer performs a kinyoun smear and scans the whole smear. If no growth is detected the culture either gets redigested or returned to the instrument. No adverse impact was reported regarding the patients or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary catalog # 445870, s/n (B)(6): this complaint was for repeated false positives in drawer b. No patient impact was reported. An fse went on site and determined that drawer a and b smms required replacement. After this service, the instrument was running without errors and was returned to normal use. Due to the lack of an actionable trend on this failure mode, no corrective action is being taken at this time. The smms are being returned for repair but a returned sample analysis is not required. The root cause of this complaint could not be determined, however, because the smm replacements cleared the instrument for use, the complaint is confirmed. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with smm related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system, there were an unspecified number of false positive results. The customer performs a kinyoun smear and scans the whole smear. If no growth is detected the culture either gets redigested or returned to the instrument. No adverse impact was reported regarding the patients or user.